Event description:
The fse reported that the system's computer battery was bad causing it to display an error at boot up. This may prevent the system from fully booting up. There is no report of pt injury or death.

Manufacturer narrative:
Ge representative evaluated the system and replaced the cpu battery. The system operates as intended.